Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a colonoscopy procedure. According to the complainant, while preparing for the case, the injection gold probe was tested outside the patient, and it failed to conduct for cauterization. No damage was noted to the device or its packaging. The procedure was completed with another injection gold probe along with the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Concomitant medical product: erbe generator. (B)(4) for the reported event: probe fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.